Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on 09/21/2015. The fse found disconnected tubing from pinch valve, vl46a. He replaced the tubing at vl46a and the instrument ran without any leaks and error messages. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer observed a blue/green fluid leak of 100 ml from a coulter lh 750 hematology analyzer while performing start-up. The leak was not contained within the instrument and low diluent / sheath tank error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, face shield and gloves at the time of the event and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.